Event description:
Defective manometer included in adult lumbar puncture tray. Defect reported at the base of the manometer where the stopcock is connected. Clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. It's affecting two lot numbers but not consistently. I do not believe this can issue is attributed to user error, the manometer has been securely placed in the stopcock. Manufacturer response for lumbar puncture tray, carefusion adult lumbar puncture tray (per site reporter): we have been in active communication about this event and the previous event. During this time, the bd field assurance team, customer quality team, customer quality executive, regional manager, and vp of strategic customer group have suggested this was likely due to user error/technique. Ynhhs queried maude for the same product and found 10 reports dating back to august with this defect. Ynhss shared this with bd who responded via email acknowledging the defect, corrective action and monitoring plan only after we shared the reports. Email attached to this report.